Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps tip fell off while replacing. A backup instrument was used. There was no allegation of fragment fall inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "the tip of the instrument fell off". Failure analysis found the primary failure of a broken grip at the grip base. A piece approximately 0.234" x 0.665" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.